Event description:
Caller reported a tandem mobi cartridge alarm and there was no adverse impact to the customer¿s blood glucose level. Caller had already replaced the cartridge before knowing the issue.